Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. Intuitive surgical, inc. (Isi) has requested for return of the black sureform 60 stapler reload(s) involved with incident for failure analysis investigation but at this time the reload(s) has not been returned. If additional information is received, a follow-up MDR will be submitted. Isi has received the sureform 60 stapler instrument associated with this complaint and completed investigations. The stapler instrument was not returned with the stapler reloads that were reported to have partially fired, therefore, the customer complaint could not be confirmed or replicated during in-house testing. The instrument was installed on an in-house system and passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped fired and unclamped successfully. The instrument was fired twice, using in-house green sureform 60 stapler reloads. A visual inspection of the instrument found no physical or cosmetic damage on the exterior or interior. Additional observation(s) not reported by site: based on review of the logs, the instrument was found to have several engagement failures. However, the failures were not replicated during in-house testing. The root cause is not determinable/applicable. An isi advanced failure analyst (afa) engineer conducted a stapler log review and found the following: the logs show that sureform stapler 60 (part #480460-09, lot #t93220104-0247) was installed 6 times and fired 2 reloads (both black). The first two installs had successful engagements and initialization, but there were firing failures at 49% and 59% completion on these two installs following multiple pauses for compression. There were no incomplete clamps by this instrument. After this, there were 4 stapler reload installs on this instrument that each failed to initialize with the system (system was unable to proceed to engage with instrument). This complaint is being reported due to the following conclusion: during a da vinci-assisted segmental pancreatectomy procedure, it was alleged that the staple line was incomplete after the surgeon attempted to fire 2 black sureform 60 stapler reloads with a sureform 60 stapler instrument. A backup sureform 60 stapler instrument was used to complete the intended staple line. In addition, the surgeon had to oversew the staple line with a pds suture. At this time, it is unknown what caused the event to occur.

Event description:
It was reported that during a da vinci-assisted segmental pancreatectomy surgical procedure, the sureform 60 stapler instrument was used with a black sureform 60 stapler reload. The stapler instrument clamped and fired; however, the instrument stapled halfway and then stopped. The surgeon was able to remove the stapler instrument without damaging tissue. The surgeon used the same sureform 60 stapler instrument a second time with another black sureform 60 stapler reload. The same issue reoccurred and the stapler reload had a blade exposed. The target tissue was stomach tissue, and there was no tissue damage noted. The surgeon switched to another sureform 60 stapler instrument and completed the fire with no further issues. There was minimal bleeding due to the event and no blood transfusion was administered. However, the surgeon had to oversew the staple line with a pds suture. This event caused a minimal delay and did not affect the patient's health. According to the surgeon, there is no concern about this event causing any long-term complications for the patient. The patient did not experience any postoperative complications. No images or videos are available for review. The site discarded the reloads and returned the stapler instrument for failure analysis.